Event description:
A call to technical services on (B)(6) 2013 states that this lead had an allegation of low intrinsic amplitude. The physician and hospital is not known. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).